Manufacturer narrative:
Zoll has not received the icy catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
A (B)(6) male patient ((B)(6)) was hospitalized post-mvc (motor vehicle crash) with preexisting diabetes and hypertension conditions. The cardiac catheterization was inserted into the patient's right groin. Upon icy catheter in the left femoral vein, blood backing up into luer's and an icy catheter leak was suspected. After catheter replacement, therapy started successfully. No patient harm or consequences reported on this event. A medwatch report MFR 3400690000-2018-8013 received by manufacturer.